Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the pacing lead impedance and capture thresholds were high. The lead was capped and replaced. X-ray of the lead showed the conductor cables outside of the lead body due to insulation abrasion.